Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of a screw inserter was found to be broken during surgery. It was not broken during the procedure, but it had been broken likely during a previous procedure. An alternative driver was used to complete the procedure in which it was discovered without reported patient impacts.

Manufacturer narrative:
UDI number: na. Additional information: the returned driver was evaluated. The tip was found to have broken off. The cause is attributed to a torque force which exceeded the mechanical strength of the driver tip. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Event description:
It was reported that the tip of a screw inserter was found to be broken during surgery. It was not broken during the procedure, but it had been broken likely during a previous procedure. An alternative driver was used to complete the procedure in which it was discovered without reported patient impacts.